Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 the returned instrument exhibits signs of repeated use and the post feature has fractured off. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be due to user error as it was incorrectly disassembled. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured during sterilization process. Attempt for further information has been made, but no further information has been provided.